Manufacturer narrative:
Product analysis: it was found on analysis that the radiofrequency head (rf head) powered down a good known programmer when the cable was moved and the associated programmer would not power on when the rf head was connected to it and the cable was positioned in a certain way. The rf head cable insulation was found to be ruptured and the cable was replaced. If information is provided in the future, a supplemental report will be issued.

Event description:
The radiofrequency head (rf head) returned with the programmer as a associated device tested out of specification during manufacturer's analysis. There was no patient involvement.